Event description:
This 47 ry old female had previously underwent bilateral removal of tissue expander implants and replacement with saline implants on 3/29/91. The right implant appeared to have deflated. Gross exam: right implant-at the periphery is a 0.04 cm crack-like fenestration through which fluid can be easily expressed. The left implant is intact.